Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket and pectoral stimulation. It was also reported that the right atrial (ra) lead exhibited pocket and pectoral stimulation, with no capture. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.